Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17317. It was reported the patient lost therapy in the right leg. A break in the wire was noted at the extensions. Reprogramming allowed the patient to capture some coverage to the right leg. Next steps are being determined.